Event description:
Automated external defibrillator (AED) events from 11 pts in cardiac arrest in which the AED failed. The failures were either errors of omission (failed to shock vf) or errors of commission (shocked a rhythm other than vf). All failures are in the zoll AED m-series. On several occasions we have queried the MFR. Only to be told the device performed as it was supposed to. If this is so, then we believe the logic used in the device is seriously flawed.